Event description:
Information was received from the health care provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that the catalyst implant was introduced a few months ago (B)(6) 2024) and the revision showed that the cage has collapsed and the expansion is not the same as when it was inserted during surgery. The initial height has not been maintained and this has caused problems in the patient's lordosis and discomfort after implantation. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there is no plan/schedule for the revision surgery.

Manufacturer narrative:
G2 - the country of the event is spain h6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review performed by dr hoit and the review comments are as per below 1. Magnified lateral xray l5 s1 tlif 2. Magnified lateral xray l5 s1 tlif cage is collapsed in image 1 compared to image 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.